Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient had a complex anatomy with previous cardiac bypass surgery. Ostial diameters of 18-20mm were obtained with reasonable depth of 18mm into a dominant superior lobe. The left atrial appendage was cannulated with a 6f pigtail catheter, and the watchman access sheath (was) was delivered deep into the appendage. The 24mm watchman flx left atrial appendage closure device was deployed in a favorable position on initial deployment. Forward pressure was exerted onto the watchman device for 10-15 seconds following deployment. The position of the watchman device looked favorable both by angiography and echocardiogram. The operator proceeded to perform the tug test to visualize the stability of the watchman device by both fluoroscopy and echocardiogram, and it appeared to be stable. Measurements were then taken to assess the diameter across the shoulders of the watchman device and were satisfactory and were 21.4mm, 20.7mm, 20.4mm and 19.8mm, respectively. The watchman device was disconnected from the core wire. The operator was removing the devices from the heart and commencing access site closure, when the echo operator observed the watchman device had embolized from the laa and was moving around the left atrium. The operator proceeded to re-cross the septum again in order to attempt to snare the watchman device. After successfully crossing and placing a support wire into pulmonary vein, the operator attempted to cross the septum with the was, but in doing so interacted with the watchman device which proceeded to migrate into the left ventricle, where it settled underneath the mitral valve apparatus. The patient remained stable throughout. On observing this, the operator consulted with a structural heart interventionalist, and agreed the best plan of action now was to refer patient to cardiac surgery in order to remove the device surgically via a mini thoracotomy. The device was successfully retrieved by the cardiothoracic surgeon, and the patient remains stable 24 hours after the surgical procedure.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The patient had a complex anatomy with previous cardiac bypass surgery. Ostial diameters of 18-20mm were obtained with reasonable depth of 18mm into a dominant superior lobe. The left atrial appendage was cannulated with a 6f pigtail catheter, and the watchman access sheath (was) was delivered deep into the appendage. The 24mm watchman flx left atrial appendage closure device was deployed in a favorable position on initial deployment. Forward pressure was exerted onto the watchman device for 10-15 seconds following deployment. The position of the watchman device looked favorable both by angiography and echocardiogram. The operator proceeded to perform the tug test to visualize the stability of the watchman device by both fluoroscopy and echocardiogram, and it appeared to be stable. Measurements were then taken to assess the diameter across the shoulders of the watchman device and were satisfactory and were 21.4mm, 20.7mm, 20.4mm and 19.8mm, respectively. The watchman device was disconnected from the core wire. The operator was removing the devices from the heart and commencing access site closure, when the echo operator observed the watchman device had embolized from the laa and was moving around the left atrium. The operator proceeded to re-cross the septum again in order to attempt to snare the watchman device. After successfully crossing and placing a support wire into pulmonary vein, the operator attempted to cross the septum with the was, but in doing so interacted with the watchman device which proceeded to migrate into the left ventricle, where it settled underneath the mitral valve apparatus. The patient remained stable throughout. On observing this, the operator consulted with a structural heart interventionalist, and agreed the best plan of action now was to refer patient to cardiac surgery in order to remove the device surgically via a mini thoracotomy. The device was successfully retrieved by the cardiothoracic surgeon, and the patient remains stable 24 hours after the surgical procedure. It was further reported that the surgeon clipped the laa when he had the opportunity to do so, after successfully retrieving the watchman device. The patient is doing well and making a good recovery.

Manufacturer narrative:
B5: describe event or problem: updated.